Manufacturer narrative:
Added: d3, d6a, d6b, d9, g1 corrected: d1, h3 the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
Clinical rationale: a 67-year-old patient with a past medical history of coronary artery disease was supported with an impella cp device for the indication of acute myocardial infarction and cardiogenic shock. On (B)(6) 2026, during use, the aic (sn (B)(6)) generated a yellow controller error alarm. Shortly afterward, both the aortic placement (ao) signal and left ventricular (lv) signal went blank, while the display continued to show a flow of 3.1 l/min and a present motor current waveform. Urine output at the time was greater than 30 cc/hr and pink red in color. The clinical team exchanged the aic for another controller. Based on the available information, the reported controller error and loss of ao/lv waveforms were resolved by exchanging the aic, with no confirmed device malfunction of the pump itself at this time. The patient remains on impella support, and no long-term clinical impact related to the reported event has been determined. Product return and data analysis are pending evaluation. The outcome to hematuria was unknown at the time of reporting.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the pump. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.